Event description:
A customer observed a single trop I es result associated with the wrong sample ID when using the vitros eci q analyzer. The operator detected the issue and prevented the result from being reported out of the lab. Mis-association of pt results with the wrong sample ID may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation found that the most likely cause of this event was that the operator inadvertently removed the pt sample prior to the sample being processed to completion. A different sample was placed in the same instrument position, and sampling continued causing sample results to be associated with the wrong sample. The root cause of the event is user error.